Manufacturer narrative:
The field service engineer determined there was contamination in the sipper probe tubing. The tubing was cleaned and probe adjustments were performed. The customer calibrated and ran controls. All controls were acceptable to the customer.

Event description:
The initial reporter stated they received abnormal sipper probe movement and abnormal low signal alarms on the cobas 6000 e 601 module. Two patient samples also had discrepant results when tested with the elecsys troponin t gen. 5 assay. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a troponin t value of < 6.00 ng/l with a data flag. The sample was repeated on a second analyzer, resulting in a value of 24.11 ng/l. The repeat value was reported outside of the laboratory and deemed correct. The second sample initially resulted in a troponin t value of < 6.00 ng/l with a data flag. The sample was repeated on a second analyzer, resulting in a value of 8.86 ng/l. The repeat value was reported outside of the laboratory and deemed correct. The troponin t reagent lot number was 630063. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 had lower-than-expected signals for the first level and higher-than-expected signals for the second level, but the calibration was not affected. There were no alarms on the calibration. Quality controls were outside of range low. This indicates an analyzer or reagent performance issue. The sample centrifugation time may have been shorter and the speed may have been higher than recommended by the tube manufacturer. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.